Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted foreign material in the lead barrel. The foreign material was removed, inspected, and appears to be two pieces of sealing ring from the implantable lead however this could not be confirmed as the lead was not returned with the device. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was concluded that the foreign material found in the lead barrel did not come from the device itself. Boston scientific suspects that the foreign material is portions of a sealing ring from the implanted lead however this was not confirmed. When the foreign material was removed from the lead barrel, the device was found to pace and sense normally.

Event description:
It was reported that this pacemaker was an attempted implant due to high out-of-range pacing impedance, and difficulty connecting the lead to the port of the header. During the procedure, the proximal ring of the lead was unable to pass the proximal ring of the new pacemaker port. The physician tried several times using sterile serum and even mineral oil, but connection was not able to be restored. Additionally, the bipolar impedance wireless measurement was greater than 3000 ohms. Subsequently, a different pacemaker was implanted, and the lead bipolar impedance wireless measurement was at 760 ohms. There were no adverse patient effects reported, the patient was in excellent condition and expected to be discharged same day. The patient is not pacemaker dependent, and the pacemaker was returned for analysis.

Event description:
It was reported that this pacemaker was an attempted implant due to high out-of-range pacing impedance, and difficulty connecting the lead to the port of the header. During the procedure, the proximal ring of the lead was unable to pass the proximal ring of the new pacemaker port. The physician tried several times using sterile serum and even mineral oil, but connection was not able to be restored. Additionally, the bipolar impedance wireless measurement was greater than 3000 ohms. Subsequently, a different pacemaker was implanted, and the lead bipolar impedance wireless measurement was at 760 ohms. There were no adverse patient effects reported, the patient was in excellent condition and expected to be discharged same day. The patient is not pacemaker dependent, and the pacemaker is expected to return for analysis.